Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test, off no power and unexpected error test. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 195 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. Customer found in the alarm history has many motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.